Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 39 mg/dl, requiring emergency medical intervention. Emergency medical services treated the hypoglycemic event with oral glucose, and the user was not transported to the hospital. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia requiring emergency medical intervention while on ilet therapy. Severe hypoglycemia requiring emergency medical treatment is consistent with acute metabolic decompensation requiring immediate intervention. Review of available information identified that the user ran out of insulin on the evening of (B)(6) 2026 and did not replace supplies until glucose values became elevated the following day. After completing the supply change, the user administered an external insulin injection. The user's blood glucose subsequently decreased to 39 mg/dl, requiring ems treatment with oral glucose. Engineering review of available device history identified no evidence of device malfunction. Based on available information, the event is attributed to delayed replacement of insulin supplies followed by administration of external insulin while using ilet therapy. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.